Event description:
Anesthetized cardiac paralysis [cardiac arrest] ([movements reduced], [shivering], [loss of consciousness], [blood pressure decreased], [drug overdose], [respiration labored], [av block first degree], [circulatory insufficiency], [bigeminal rhythm], [ventricular arrhythmia], [off label use of device]). Case narrative: initial information received on 08-jan-2021 regarding an unsolicited valid serious case received from patient's wife via health authorities of united states under reference mw5097731. This case involves an adult male patient who experienced anesthetized cardiac paralysis, while he was treated with lidocaine and hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history included pulmonary fibrosis and joint swelling. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing type 2 diabetes mellitus and hypertension. Concomitant medications included norepinephrine bitartrate (levophed); and sodium bicarbonate. On (B)(6) 1998, the patient started using hylan g-f 20, sodium hyaluronate via intra-articular route (unknown dose, frequency and lot) for arthritis of knee joint. The had administered at least 2 sets of 2 lidocaine-synvisc injections to patient's knee joints (off label use of device). This was done by doctor in total disregard for the pharmaceutical manufacturer's warning never to administer repeated hylan g-f 20, sodium hyaluronate injections to any patient until one full week since the last injection given to lessen the chances of allergic reactions or other- adverse events. Additionally, doctor mixed all the hylan g-f 20, sodium hyaluronate injections given to with the anesthetic lidocaine, an act specifically forbidden by the synvisc manufacturer. Additionally, the hylan g-f 20, sodium hyaluronate manufacturer clearly warns physicians to never use synvisc on any patient with venous or lymphatic stasis present in the legs (swollen ankles), a condition hospital staff noted that was suffering from. On his way back home the same day patient became sedentary (hypokinesia) and began shivering (chills). On reaching home, wife went back to the car to get some items, and when she returned to the house, she found the patient unconscious (loss of consciousness) on the floor with agonal respirations (dyspnea). CPR (cardiopulmonary resuscitation) in progress by family. The patient was responsive, respiratory rate of 12, minimal carotid pulse palpable, patient then became pulseless and CPR as started was continued, pulse initially 76, no blood pressure palpable, respirations rate: 12, skin was warm and moist, pupil dilated, capillary refill more than three seconds, no obvious jugular venous distention seen, breath sounds initially clear and equal bilaterally, abdomen was round, no urine or stool incontinence was noted, with idioventricular rhythm and pea (pulseless electrical activity) (ventricular arrhythmia). The patient was intubated by medics with equal breath sounds to bagging. They attempted infusions peripherally without success. Patient was given 1 mg of epinephrine and 1 mg of atropine through the endotracheal tube, and when this produced no response a second round was given. Right internal jugular was started by medics and dopamine was begun. The patient received approximately 70 cc of fluid while going to the hospital. Three more milligrams of epinephrine intravenously and 2 mg more of atropine although he had developed apparent bigeminal rhythm versus normal sinus rhythm (extrasystoles) with first degree av (atrioventricular) block (atrioventricular block first degree). Upon arrival at the hospital, without any consideration given to the current lidocaine blood serum level (due to the previous injections), or any evaluation made of the possible toxic effects of that pre-existing level, at 1823 hours, doctor started a lidocaine drip (dose, frequency and lot: unknown) and from then onward, his blood pressure crashed along projected lines (blood pressure decreased). At 1826 hours, blood pressure fell to 95/67. At 1837 hours, his blood pressure fell to 66/47. At 1844 hours, the lidocaine drip was stopped. By 1849 hours, anesthetized cardiac paralysis (cardiac arrest) was in full effect and three defibrillation attempts produced no results. At 1849 hours, the death code was called and doctor gave up for dead. The established lethal dose threshold for lidocaine is cited as anything above 15 micrograms per milliliter of serum. The analytical toxicology performed afterward on blood serum reflected a lidocaine concentration of 830 micrograms per milliliter which was exceedingly greater than the lethal dose threshold for that drug (overdose). Action taken: not applicable with hylan g-f 20, sodium hyaluronate; drug withdrawn with lidocaine. Corrective treatment: atropine, epinephrine, dopamine and lidocaine outcome: fatal. A product technical complaint was initiated for synvisc with unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in (B)(4) "product event handling" to determine if a CAPA is required. Final investigation was completed on 22-jan-2021. Follow up was received on 09-jan-2021 from healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on 22-jan-2021 from other healthcare professional. Gptc results were received and added. Text was amended accordingly.